Event description:
The user facility reported to terumo cardiovascular system that prior to cardiopulmonary bypass surgery, during set-up, they cannot disconnect the luer connection on top of the reservoir from the oxygenator purge line. There was no pt injury as this occurred during set-up. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).